Manufacturer narrative:
We received one pump for investigation. There has been three repair requests before for this pump, however nothing to do with this event. As a result of checking the log, there was a record of a continuous "high pressure" alarm after operated on (B)(6), 2022, and (B)(6), 2023. During the functional test the reported issue could not be confirmed. Preventively, replace the downstream sensor. Product is beyond 8 years from manufacture date of 2014-02 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the product, a "high pressure" alarm frequently went off. No patient injury.